Manufacturer narrative:
No product is being returned to applied medical for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: hysterectomy. Event description: surgeon was performing a hysterectomy with a gelpoint mini when the seal from the sleeve broke off into the patient. The particle was removed and a new device was utilized. Products available for return: product not returning. Additional information provided by [name] via phone on 8feb2024: does not have the product to return. They are unsure when the seal of the trocar fell into the body cavity. After removal of the uterus, they closed the defect and went in to inspect and removed the seal of the trocar at that time. Piece of device was seal of trocar, not sleeve. Additional information received via email from applied medical account mgr on 09feb2024: it appears to be a piece of the seal. Photo provided. Intervention: removed particle from patient and used a new device. Patient status: no patient injury.

Event description:
Procedure performed: hysterectomy. Event description: surgeon was performing a hysterectomy with a gelpoint mini when the seal from the sleeve broke off into the patient. The particle was removed and a new device was utilized. Products available for return: product not returning. Additional information provided by [name] via phone on 8feb2024: does not have the product to return. They are unsure when the seal of the trocar fell into the body cavity. After removal of the uterus, they closed the defect and went in to inspect and removed the seal of the trocar at that time. Piece of device was seal of trocar, not sleeve. Additional information received via email from applied medical account mgr on 09feb2024: it appears to be a piece of the seal. Photo provided. Intervention: removed particle from patient and used a new device. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the dislodged shield, an internal plastic component of the sleeve was provided. Visual inspection confirmed the complainant¿s experience of shield dislodgement. Based on the description of the event and photo of the event unit, it is likely that the shield dislodgement was caused by an instrument that was inserted or removed through the seal subassembly in a non-axial manner. Applied medical¿s instructions for use (IFU) states, "all instruments should be centered axially when inserted through the sleeve¿s seal to avoid potential damage to sleeve."